Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A clinical review of the patient data states that a malfunction of the laser is not indicated according to the post-operative topographical results but the first diagnostic results clearly indicate this patients pre-operative corneal conditions as not suitable for laser refractive surgery. There is no indication for a technical root cause on this case. However, the most possible root cause for the poor vision is the pre-operative corneal conditions of the patient which were not suitable for a laser refractive surgery. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a patient who has poor vision after lasik in the left eye. Patient has under gone three surgeries. Additional information has been requested.